Manufacturer narrative:
(B)(4). The customer returned one guide wire and catheter for analysis. Definite signs of use were observed in the form of dried biomaterial within the catheter and on the guide wire body. The guide wire was returned advanced through the catheter. The guide wire was removed from the catheter to further analyze the components. Visual analysis of the guide wire revealed that it contained multiple kinks/offset coils towards the distal end. Slight bending was also observed at the distal tip of the catheter in the same location as the guide wire. Microscopic examination confirmed the damage to both components, and revealed that both welds were present and appeared full and spherical. The kinks/offset coils in the guide wire measured 6mm, 21mm, and 41mm from the distal tip. The guide wire length measured 337mm, which is within the specification limits of 331mm - 340mm per the product drawing. The outer diameter of the guide wire measured 0.611mm, which is within the specification limits of 0.61mm-0.64mm per the product drawing. The catheter body length measured 124mm, which is within the specification limits of 122mm - 126mm per the catheter product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire." The guide wire was advanced through the returned catheter, and the undamaged portions of the guide wire were able to pass with little to no resistance. Major resistance was experienced at the locations of the kinks. Large amounts of biomaterial was observed on the guide wire and within the catheter. The observed biomaterial likely caused or contributed to the resistance experienced by the customer. A manual tug test confirmed both welds were fully secured onto the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user , "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The complaint of a kinked guide wire was confirmed by the investigation of the returned sample. Visual analysis revealed multiple kinks/offset coils towards the distal end. Large amounts of biomaterial were observed within the catheter. The components passed all relevant dimensional and functional requirements , and a device history record review was performed with no relevant findings. Based on the customer report and sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "the doctor inserted in the patient the catheter needle. When removing the guide (after inserting the arterial catheter into the patient's artery), the guide remained blocked in the catheter. The doctor was forced to remove the entire device. On removal, it's observed that the guidewire is twisted and stuck to the catheter. "

Event description:
The complaint is reported as: "the doctor inserted in the patient the catheter needle. When removing the guide (after inserting the arterial catheter into the patient's artery), the guide remained blocked in the catheter. The doctor was forced to remove the entire device. On removal, it's observed that the guidewire is twisted and stuck to the catheter. "

Manufacturer narrative:
Qn#(B)(4).